Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/20/2025, it was reported by a sales representative via email that an ar-2372blo knotless ac tightrope would not slide to tension. The surgeon passed the implant and checked under fluoroscopy that it was through the coracoid and that the button was flipped. The surgeon tried pull one at a time by the technique as well as pulling them both at once but that didn't resolve the issue. In order to complete the repair, the implant was cut out and a new one was implanted. This was discovered during an ac joint repair procedure on (B)(6) 2025. Additional information received on 2/3/2025: everything was removed from the patient before a new ar-2372blo knotless ac tightrope was used to complete the case. The case was not delayed, and additional anesthesia was not needed.